Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in a clearlink continu-flo solution set which caused a leak. The location of the hole was unspecified. The leak was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured september 26, 2018 - september 27, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.